Event description:
The customer reported that the 9600 system power cord was damaged and there was an interlock failure error during a case. The 9600 system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A service representative performed an on site investigation. The power cord was replaced during the service call. The interlock failure could not be duplicated. The system was tested and found to be working as intended and put back into service.